Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to verify the motor position encoder error alarm in the history screen. They were unable to perform the displacement test, basic occlusion, occlusion test, prime/compromised force sensor system, excessive no delivery test, unexpected restart error test and self-test or test the operating currents and off no power alarm due to the motor error alarms. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 231 mg/dl. The customer stated that she had been receiving the motor error alarms for the last 8-9 hours. She stated that she went through a body scanner. She was in a car accident and a cat scan was done. She was not the driver of the car when the car accident occurred. Troubleshooting was not able to resolve the issue. The device was returned for analysis.